Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 07-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 284 and 254 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 202 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/23/2022 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).